Manufacturer narrative:
The technician found the adjusting screw on the caster was all the way down and could not be adjusted. The technician replaced the worn caster to repair the bed.

Event description:
Information received indicates the left foot caster would not lock into the brake.